Event description:
It was reported that a revision surgery was performed due to suspected infection. The insert was changed from size 11 to size 15. Primary on (B)(6) 2020, revision on (B)(6) 2020. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the limited information provided, the root cause for the revision was likely the reported suspected infection; however, this could not be definitively concluded as the cultures had no growth per email correspondence. In addition, although the insert was exchanged for a thicker poly (11 to 15mm) no supporting information was provided regarding the joint laxity and/or upsizing rationale. The patient impact beyond the reported upsized (15mm) insert revision could not be determined. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.